Event description:
It was reported that a patient presented with post-paced t wave over-sensing noted pm the patient implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.